Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. Customer reported that the facility has recently had several cases of minicaps that fell off patient's transfer sets. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a connection issue and she was not the nurse who initially called in the issue but was aware it. She was not sure if the issue was with the minicaps or the transfer set. She did not notice anything unusual with the transfer set or minicaps. She did not have the minicaps available, but thought that the patient might. She provided the writer with the patient's name and phone number to see if they did have the minicaps or a lot number available. There was patient involvement but no reported injury or medical intervention.